Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having an MRI due to a bad heart condition and it was noted the implantable neurostimulator (ins) would not respond to the patient programmer. A 574 error code was displayed. A manufacturing representative was able to interrogate the ins using a clinician programmer and all the settings on the ins were gone. The ins was reprogrammed and set to MRI mode and the issue was resolved.